Event description:
Pt was enrolled to the guidant carotid stent study in 2006, where he had a right common carotid artery stent placed. Two mos later, pt had a follow-up ultrasound that had suspicous flow volumes. Pt was admitted to the same day surgery unit and taken to the or where an arteriogram showed that he did in fact have a fractured stent. A second stent was placed. This stent was not a guidant stent but rather a longer, reinforced stent mad by another co. The pt suffered no ill effects, had no symptoms, and was unaware before the ultrasound that there was a problem. Since this was outside of the 30 day follow-up period guidant did not require this to be documented/reported, however, we feel that the stent was possibly fractured prior to time it was discovered and feel it should be documented/reported. The stent fracture was found on ultrasound on post-op day 44. Pt was discharged from the hosp without any problems.